Event description:
It was reported that the ra and rv leads dislodged during lv lead implant. Lead was explanted and replaced the next day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.